Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that an electric arc appeared, leading to a damaged electrode and carbonization of the optics. No harm to patient, user or third reported.

Manufacturer narrative:
Result of investigation: the electrode has not been returned - discarded by user. Based on the customer description, the product responsible for the incident is most likely the bipolar electrode art no.: 011050-01. As no product has been returned, a final determination of the root cause is not possible. A review of similar complaints on this product code results in the most likely root cause of mechanical overloading the cutting loop wire, resulting in a break and final touching the neutral electrode, creating a short cut which leads to the described flare. Hint in the IFU, to prevent such events, is already present. The event is filed under internal karl storz complaint ID: (B)(4).